Event description:
It was reported that this patient with an implantable pacemaker presented to the emergency department (ed) experiencing multiple syncopal episodes. Patient was noted to be in atrial fibrillation (af) with rapid conduction. Upon interrogation of the device, a fault code (fc) 1003 was identified, indicating "voltage too low for projected remaining capacity." Technical services (ts) reviewed the data and confirmed the fc1003 status. Additionally, the device data showed that the pacemaker is operating with software maintenance release (smr5) firmware, with an upgrade to smr6 expected imminently. Technical services (ts) recommended that if the patient is at risk of harm due to the non-programmable parameters of the safety mode, the device should be interrogated using a model 3300 latitude programmer, upgraded to smr6, within 90 days. If the patient is not at risk from the safety mode constraints, the smr6 upgrade can be performed at the next scheduled in-clinic follow-up. The patient will continue to be monitored until this upgrade takes place. The device remains in service, and no adverse effects have been reported for the patient.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.